Manufacturer narrative:
An event regarding rom involving an exeter stem was reported. The event was confirmed following a review by a clinical consultant. Method & results: -device evaluation and results: visual inspection: visual inspection of the device shows some indentations around the neck of the stem but it is otherwise unremarkable. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: this male patient had primary left hip arthroplasty in 2014 using an exeter stem with cementless trident cup and mdm insert. The cup had malposition in absent anteversion which caused a hip dislocation in 2016. Due to an intraprosthetic type of dislocation, revision surgery was unavoidable and on (B)(6) 2016, the mdm liner was exchanged for a new one ((B)(4)). Unfortunately the cup shell was retained and thus cup malposition persisted with the high recurrent dislocation risk already documented in the previous review. As such, no real surprise that another dislocation occurred in (B)(6) 2018, this time again an intraprosthetic dislocation with complete escape of the poly mdm liner from the cup shell into the soft tissues around the hip arthroplasty, as evident on a CT-scan section. This time, the cup malposition was considered during revision surgery on (B)(6) 2018, and all devices were removed. The exeter stem was still well fixed but was removed probably for access reasons. Stem removal from the cement mantle is rather easy with an exeter stem while afterwards a new similar stem is cemented in the same intact cement mantle. On the cup side, the old trident shell was removed and replaced with a titanium cup in ¿proper anteversion¿ , consistent with the findings on the post revision x-ray. Of interest is the explanted exeter stem that clearly documents impingement marks in the stem neck area consistent with contact with the cup rim. They are further evidence for cup malposition leading to impingement, subluxation and ultimately a full dislocation requiring revision surgery. Because cup malposition is the principal problem contributing to recurrent dislocation and the surgeon is responsible for optimal component position, root cause of failure is procedure-related where it should be noted that this underlying problem was not addressed during the previous revision in 2016 and thus could continue to contribute to overload in the arthroplasty. During the current revision in (B)(6) 2018, also the cup was exchanged into adequate position, so hopefully all problems should now be solved for the patient. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been one other similar events for the reported lot conclusion: a review by a clinical consultant concluded : cup malposition in absent anteversion, not addressed during a previous similar adverse event with revision in 2016, caused recurrent and similar intraprosthetic dislocation of the exeter/trident/mdm arthroplasty requiring another revision, this time also including correction of cup position.[...] If further information becomes available investigation will be re-opened.

Event description:
Dr. (B)(6) reported that patient reported to emergency department at (B)(6) hospital with a dislocated right hip prosthesis. Imaging post relocation showing disarticulation of stryker adm insert from femoral stem head. Planned revision surgery for (B)(6). Note: this is a repeat occurrence for the same patient and prosthesis combination. Update: medical review confirms dislocation of the adm poly liner from the mdm liner, cup malposition that not addressed at previous revision and impingement of the stem neck against the acetabular component.